Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was leaking. It was reported that they had a leaking valve on the vizigo sheath. Then on the second sheath they had resistance when inserting the dilator. They changed to a 3rd sheath and the issue was resolved. The procedure was then continued and subsequently completed. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 11-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was leaking. Device evaluation details: visual analysis of the returned sample revealed that the 3-way valve was damaged. However, the hemostatic valve was found in good condition. No damage or other anomalies were observed. The issue reported by the customer cannot be evaluated since the 3-way valve was damaged. The device could not be tested. A device history record review was performed for the finished device 50000136 number, and no internal actions related to the complaint were found during the review. The event described was not confirmed. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Per internal review on 15-dec-2022, the product investigation was updated. The device was reviewed, and it was found that the 3-way valve was damaged. Fissure was found in the stopcock and also broken. This condition caused the leakage reported. Due to the condition of the stopcock, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-jul-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).